Manufacturer narrative:
Therapy date : unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to migration of the implant.

Manufacturer narrative:
Investigation results were made available. DHR review: ref#: 02.02260.113 lot#: 2896689. Yield: 20. Delivered: 20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: medical : revision due to migration a trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Event description: it was reported that the patient was implanted with ncb femoral plate on an unknown date and underwent revision surgery as the plate did not hold, because the screw passed through the hole. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the ncb df plate 13 holes, 5 ncb screws, 4 cancellous screws and 6 clamp screws were returned for investigation. The visual examination shows that the plate is damaged on different areas. There are several scratches available on the plate surface. Some bore holes show also small damages. One bore hole (number 20 on the product drawing) shows strong deformation. The bore hole is also deformed. The received ncb screws and cancellous screws do not show any abnormalities. There are small scratches and wear visible in the screw head and thread. The returned ncb clamp screws show some deformation at the hexagonal part. No other relevant damages or deformations visible. Measurements: to ensure the ncb df plate, ncb screws and ncb cancellous screws have correct dimensions; relevant characteristics were measured with caliper z 7568. Ncb df plate (product drawing 063.141.072 rev. 9): bore hole (reference dimension) diameter 5.8 +0.03/-0.03. Specification: max. 5.83mm; min. 5.77mm. Measured value: bore holes from number 2- 19 were measured and all of them are with the required specification values between 5.77 and 5.82. One bore hole number 20 is out of specification. The measured value is 6.13. This is the damaged bore hole which was mentioned in the visual examination. Ncb screws: screw head diameter 6.2 +0.03/0. Specification: max. 6.23mm; min. 6.20mm. Measured value: all 5 ncb screws were measured (6.21, 6.20, 6.21, 6.20 and 6.21) are within the required specification. Ncb cancellous screws: screw head diameter 6.2 +0.03/0. Specification: max. 6.23mm; min. 6.20mm. Measured value: all 4 ncb screws were measured (6.20, 6.21, 6.21 and 6.20) are within the required specification. Review of product documentation: all involved devices are intended for treatment. Surgical technique: the correct insertion of the ncb screws and cancellous screws are described in the surgical technique. The drilling into the bone through the ncb df plate is also described in the surgical technique. The product combination was approved by zimmer biomet. Conclusion summary: it was reported that the patient was implanted with ncb femoral plate on an unknown date and underwent revision surgery as the plate did not hold, because the screw passed through the hole. The following products were returned for investigation: 5 ncb screws, 4 cancellous screws and 6 clamp screws. The visual examination showed that the ncb df plate is damaged and deformed. There are scratches visible on the surface. One bore hole (number 20 on the product drawing) shows strong deformation. The bore hole is also deformed. No relevant damages on the screws. The measurements showed that the bore hole number 20 is out of specification. This is because the bore hole was damaged and therefore deformed. It can be assumed that the bore hole was damaged during the drilling procedure. The returned ncb screws and cancellous screws are within the required specification. As no x-rays have been received it cannot be said in which bore hole the issue was occurred. It is also not mentioned which screw was affected. The correct plate and screw insertions are described in the surgical technique. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.